Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt was received with the ECG "a" and "b" and front therapy electrode cable pulse fire wires crushed and broken. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A patient's electrode belt was returned for an unrelated problem. Upon investigation a reportable malfunction was found.